Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in singapore.

Event description:
It was reported that outside of surgery, the unit was sent in for annual calibration and maintenance. There were some difficulties connecting the air hose to the handpiece, much resistance needed to connect properly. There was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.